Manufacturer narrative:
B5, d4: the customer provided the device lot number, but not the kit lot number. Based on the device lot number, the test would have come from one (1) of two (2) kit lot numbers: lot 871699, UDI (B)(4), manufacturing date 26apr2024, expiration date 28feb2026. Lot 867175, UDI (B)(4), manufacturing date 19apr2024, expiration date 28feb2026. Investigation for lot 871699: as part of an investigation into preliminary false reactive results, abbott found that for kit lot 871699, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Investigation for lot 867175: the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 867175, test base part number 10732998 / lot: 853194. The lot met the required release specifications. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 867175, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported seven (7) false positive results with the determine hiv 1/2 ag/ab combo test with a fingerstick sample on an unknown date. This report is for test seven (7) of seven (7) between one (1) of two (2) lots (871699, 867175). The patients underwent confirmatory testing (method unknown), which returned negative results. The patients were not on anti-retroviral therapy and no medication was provided based on the results.